Event description:
A female consumer reported an event with band-aid flexible fabric bandage. Consumer reported that she started using the product on (B)(6) 2024 to cover her wound and on the same day, product pulled her skin off. Consumer treated the event with a cream that was prescribed by her doctor. There was no significant intervention, nor hospitalization was reported. There is no additional information with regards to outcome for this consumer.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes an admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. In (B)(6) 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on (B)(6) 2024. Kenvue recently moved to its new corporate headquarters in (B)(6) nj. Its previous corporate headquarters was (B)(6). Device was used for treatment, not diagnosis. A2, a4, a5: patient¿s age, weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) band-aid flexible fabric bandages unspecified USA not applicable bafxxbusunsp, lot number - ni. D4: 510(k) exempt device I complaint. UDI, upc, lot number and expiration date are not available for reporting. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. H6: e1721 refers to the consumer alleged for skin pulled off (cuts/lacerations). It was reported that the product ¿pulled consumer¿s skin off¿ (event interpreted as skin tear, described as ¿got injured¿) and the consumer ¿used a cream that her doctor prescribed¿ to treat the event, no further details of treatment reported. No hospitalization, no significant intervention reported and no other seriousness criteria met. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.